Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of, the treatment for, and the outcome of the event were not reported. Six days after onset, the patient was admitted to the hospital for the event. It was not reported if dianeal therapy was ongoing. No additional information is available.